Manufacturer narrative:
No product was returned. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The reported complaint could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed with downstream occlusion error message displayed on screen. Per reporter, they tried to troubleshoot but could not get the alarm to clear. The same cassette/tubing worked with another pump. Continuous infusion rate: 3 ml/hour, total reservoir volume: 138 ml and length of infusion: 46 hours. There was patient involvement, and no patient harm/adverse event reported.